Event description:
It was reported that the patient experienced unusual hearing sensations, which were uncomfortably loud. The speech processor was not worn for some time. Testing was normal at the beginning, but then confirmed that the device has malfunctioned. Re-implantation is scheduled in (B) (6) 2009.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.